Event description:
Reporter indicated that high lead impedance readings were noted for a vns patient. Previous vns diagnostics are unknown and no patient manipulation or trauma was admitted. It is unknown whether the patient is still feeling stimulation but is otherwise asymptomatic. X-rays were reviewed by the reporter and a lead fracture was visualized. The patient will undergo revision surgery, but a date had not been set.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.